Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling of the coating on the insertion section, greater than or equal to 1 square millimeter. Additional evaluation findings are as follows: 1.) Light guide lens noted scratched; 2.) Distal end damaged; 3.) Adhesive of distal end cracked; 4.) Universal cord noted wrinkled; 5.) Angulation did not meet specifications. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model bf-1tq170, bronchovideoscope to olympus for repair due to a report of "bending rubber and insertion tube defects." As reported to olympus, the device was not used for a procedure and the problem was identified during maintenance. Upon inspection and testing of the returned device, it was determined that peeling of the coating on the insertion section, greater than or equal to 1 square millimeter, was present. This report is submitted due to the peeling of the coating on the insertion section.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.